Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on april 11 and insulin pump received insulin flow blocked alarm. The customer¿s blood glucose level at time of incident was over 600 mg/dl and 400 mg/dl. The customer was treated with intravenous insulin. The customer also reported that the cannula of the infusion set was bent. The customer also reported that the insulin exited. The device will not be returned for analysis.